Manufacturer narrative:
The catheter was incomplete and returned in segments. Analysis of the catheter revealed no significant anomalies.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (50 mg/ml, unknown dose) via an implantable infusion pump. Indications for use included spinal pain. It was reported that the patient had an infection, which was related to the device. The area of the infection was the pocket and the catheter track. Patient symptoms included drainage that started out as blood but then was oozing pus. This was considered a gradual change in therapy/symptoms. The infection was confirmed. The event date was (B)(6) 2015, and the infection was associated with implant. The patient's hcp thought the pocket infection symptoms started about a week ago (approximately (B)(6) 2015). Actions taken to resolve the infection included total system explant, which was to occur on (B)(6) 2015. The patient would be admitted for observation overnight for withdrawal symptoms following the surgery, as they "expect withdrawal symptoms". The patient was getting therapy but "won't be once the system is removed". The patient outcome was noted as "treatment ongoing". The product would be returned. The reporter also mentioned that the patient may have had a hematoma. When the patient bent over, their pump pocket oozed some blood, and this was when the patient contacted their hcp. The reporter was not sure if cultures were obtained. Further information regarding the patient status was not known.